Event description:
It was reported that a percuflex urinary diversion stent was implanted into the patient. Post procedure, it was noted that the stent was fragmented into pieces while it was being removed. There was no information if a new stent was implanted and there were no patient complications reported.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Device code a0401 captures the reportable event of stent shaft break. Impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported that a percuflex urinary diversion stent was implanted into the patient. Post procedure, it was noted that the stent was fragmented into pieces while it was being removed. There was no information if a new stent was implanted and there were no patient complications reported.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0401 captures the reportable event of stent shaft break. Impact code f23 captures the reportable event of unexpected medical intervention. Correction to block e1: initial reporter phone, and, initial reporter fax.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0401 captures the reportable event of stent shaft break. Impact code f23 captures the reportable event of unexpected medical intervention. Correction to block e4: init rptr also sent rep to FDA.

Event description:
It was reported that a percuflex urinary diversion stent was implanted into the patient. Post procedure, it was noted that the stent was fragmented into pieces while it was being removed. There was no information if a new stent was implanted and there were no patient complications reported.